Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential closure complication. The exact root cause was unable to be determined. As it was reported that there was no angio-seal issue, and that the incident was likely to have been caused by other co-morbidities which were not stated. However, case details concerning procedural technique were not provided, and it was mentioned that the post procedural complications are not related to the angio-seal vip device. Therefore, the relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR)review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a left heart cath from the right groin after the procedure. The patient got hemostasis and was discharged. Two days later the patient returned to the hospital because her groin was bleeding. The patient developed had a hematoma. They took the patient to surgery to fix the pseudo aneurysm and put in a drain. The patient went to the intensive care unit (ICU) after. The patient did lose blood and her hh dropped. The patient is now stable. The blood loss was greater than 250cc's. The reported event result in patient injury and required surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Surgery for aneurysm, drain- could have been life-threatening. The doctor stated it is not the device's fault. The event occurred post-operative.